Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of multiple external power disconnects was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025, from 21:33:46 ¿ 21:33:55, (B)(6) 2025 from 5:11:35 ¿ 5:11:38 and from 22:53:37 - 22:53:40, (B)(6) 2025 from 1:22:21 - 1:22:28 power cable disconnect, low power hazard and no external power alarms activated due to losses of alternating current (ac) power while connected to the mobile power unit. The alarms resolved once external power to the mobile power unit was restored. The system controller backup battery provided power to the system during each loss of power. Pump operation was not affected. No other notable alarms were active in the log file. The heartmate mobile power unit (serial number (B)(6) was not returned for analysis. Provided information indicated that the unit had a v-lock connector, and that the ac power cord did not come loose from the wall or the unit. Provided information also indicated that there were not environmental circumstances that would've affected ac power. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured a series of no external power events on 04aug2025, 06aug2025, and 07aug2025. This was caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient's mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu would remain in use.